Event description:
It was reported that during the implant procedure, the guidewire was used to place the left ventricular lead and after the lead was positioned, the wire was lodged in the vessel distal to the end of the lead and could not be removed. While pulling the lead, the guidewire became longer and thinner and it was decided to extract the lead, however, the wire remained in the vessel after the lead was removed. The implanting physician then consulted the vascular team to discuss how to remove the guidewire from the vasculature and it was decided to continue pulling the wire. The guidewire eventually dislodged and was removed from the patient. The implant attempt was abandoned due to the prolonged procedure time and increased screening time for the x-ray. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The guidewire was returned and analyzed. Analysis indicated the guidewire was unraveled. It was noted the guidewire was stuck in the lead tip and removed together from the patient. Analysis confirmed operational context contributed to the event. Visual summary of analysis indicated apparent damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.